Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a leakage due to damage on switch 4 and a leakage due to a pinhole on the instrument channel may have hindered proper reprocessing, causing the foreign material to remain. However, a definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect it. Instructions for evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent it. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air/water channel. There were no reports of patient involvement.